Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it keeps high pressure when set to other pressures. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: customer reported issue that the device had ¿high pressure when set to other pressure" was not duplicated. Functional test and an internal visual inspection were performed, no repairs were done due to no problem being found, the device was operating as intended. Preventative maintenance (pm) was performed, the device was re-calibrated and passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.